Manufacturer narrative:
SHOULD ADDITIONAL RELEVANT INFORMATION BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT THE 'PLUNGER' OF FIVE (5) VIAL-MATE ADAPTERS POPPED UP DURING USE. THE BOTTLE DID NOT REMAIN ATTACHED TO THE ADAPTOR, RESULTING IN LEAKAGE. THERE WAS NO REPORT OF PATIENT INJURY OR MEDICAL INTERVENTION ASSOCIATED WITH THIS EVENT. NO ADDITIONAL INFORMATION IS AVAILABLE.

Manufacturer narrative:
Additional Information: D9, H3, H4, H6 (Update codes). H11.H4: The lot was manufactured between 04/29/2026-05/05/2026.H11: The device and a companion sample were received for evaluation. The device was received in the locked and inactive position nested in the opened blister packaging. Visual inspection of the device revealed the septum of the device was never punctured, indicating the device was never fully activated. No visual defects or signs of leakage were observed on the samples received. Additionally, Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed on all the samples, and No leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.